Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the non-boston scientific right atrial (ra) lead. The presenting electrogram (egm) shows isolated atrial undersensed beats. The current programmed sensitivity is automatic gain control (agc) 0.25mv (millivolts). The lead trend data for the last month has recorded ra amplitudes at 0.3mv to 3.9mv. The ra impedance measurements are stable, and the battery longevity is normal. The device and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.